Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; colored clamps had no issues clamping and holding on. Analysis found all 5 pins in cable connector were bent and would not fully insert into device connector. Cable continuity tested ok. No intermittent connection found when cable was bent / manipulated.

Event description:
It was reported that the clamps were not working well on the electrocardiogram (ECG) cable. The cable will be returned and was replaced. There was no patient involvement.